Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista volux xc in the jaw and face line. Patient began to experience an "infection disease" described as swelling around the jaw approximately five months post injection. Patient was treated with steroids three days post onset. Symptoms are noted as recovering but ongoing. The packaged needle was used. This was the initial use of the syringe.